Event description:
It was reported that the patient had left her implantable neurostimulator (ins) off for the last two months because she had been feeling a constant, mild vibration in both legs and had been experiencing cramping around the ins implant site. It was stated that the patient¿s spine has deteriorated. It was reported that the patient was still feeling stimulation after the device had been turned off. It was noted that the patient had charged the ins to full before turning it off two months ago and then had later seen it at ¿one mark¿ above empty. It was further noted that the patient had fully charged her ins four days ago.

Manufacturer narrative:
Concomitant products product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3998, lot# l80548, implanted: (B)(6) 2000, product type: lead. (B)(4).